Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect total hcg results for one patient. The following was provided: sid (B)(6), initial result 1186.60 miu/ml, repeated <1.2miu/ml. Reference range: <5.00, unit: miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Service was dispatched due to the customer reporting a single false positive b-hcg patient result. While troubleshooting the issue, service found crystals in the pipetting opening. Service surmised the crystals may have contaminated the pipetting opening causing erroneous results, and therefore, verified this with an experiment by dissolving serum crystal in purified water and running as a sample, yielding a test result of 693.77miu/ml, 728.19miu/ml, and 717.28miu/ml, verifying possible contamination of the crystals . Service cleaned the diverter, load and unload to resolve the issue. Service verified the system function with a control run. A malfunction was not identified. Based on the information within the complaint record, the part did not fail to meet performance specifications and performed as intended at the customer site. The issue was resolved by performing as needed maintenance.